Event description:
It was reported that "the needle of the pressure indicator" on an aria inflation device was "wrong positioned, and therefore, no pressure could be displayed." Additional information was requested, but is not available.